Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. Hence, we could not conclusively determine the root cause of the reported incident. There was no harm to the patient because of this incident. The surgeon used another device to complete the procedure. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. We have reviewed our complaint history for the last three years. The current rate of occurrence of incidents related to balloon rupture with the tuftex embolectomy catheter is within our expected rate of occurrence. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
The balloon of the tuftex embolectomy catheter ruptured during an embolectomy procedure. The surgeon then used another tuftex embolectomy catheter to complete the procedure. There was no harm to the patient because of this incident.